Event description:
Customer reported she was having issues with the insulin pump, its going through batteries and has to reset time and date. Customer's blood glucose was unknown, hadn't checked. During troubleshooting it was noted the device has been alarming external ram crc error, unexpected restart, no power, and low battery. Customer was advised to clean the battery compartment. Customer declined troubleshooting and requested a replacement device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no excessive battery burn was noted. No unexpected low battery alert was noted. The insulin pump passed the self test and the reset error test with no alarms. The insulin pump was received with a cracked case at the display window corners, a cracked display window and cracked belt clip slot.